Event description:
While doing a renal biopsy with dr (B)(6) injected a needle to get a biopsy in the kidney and when she pulled out the needle, we noticed that it was broken. When they saw the needle tip was damaged from the sheath, the grasping portion of the biopsy needle was not deployed. They opened a new biopsy needle and used that to complete the case.